Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed accuracy by +7.8%. There was no reported patient involvement.

Manufacturer narrative:
One device was returned for analysis with complaint that the device failed accuracy by +7.8%. Review of event log found nothing related to the complaint. There was no 12-month service history. Visual and functional testing was performed. Complaint was not confirmed through accuracy test. Performed accuracy test 3 times. Results were all the same 22.2 ml. Probable cause of complaint was unknown. Removed and replaced downstream occlusion (dso) seal per procedure.